Event description:
It was reported that the device was still in configure mode for lead polarities after implant detect was completed. The situation could not be reproduced and the polarities were programmed manually. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. That analysis confirmed the reported polarity issue and that the device was stuck in configure mode after implant detect. The save to disk review confirmed that the device and leads appear to be functioning normally since the manual programming was done.